Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 525 mg/dl. Cause was not known. The customer had not addressed their bg at the time of troubleshooting. Caller to replace supplies as necessary and resume insulin.